Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp's transfer set was leaking from its tubing. The hp had the transfer set replaced. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.